Event description:
Davinci grasper bipolar long broke inside pt at articulating joint. All parts remained attached. Unable to remove the instrument through trocar due to bend in instrument. Removed using emergency release key.